Event description:
Ous MDR. It was reported that 54 months after the implant the patient received several shocks. It was reported that the first shock was appropriate and the next shocks were related to oversensing. Patient was admitted to the hospital for a revision procedure. The next day, before the revision, the patient must have been resuscitated. The lead and the device were exchanged, but not returned for analysis.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information and pictures you provided were carefully analysed. The available iegms demonstrated the presence of noise on rv as well as on ff channel which led to shock delivery as mentioned in the complaint description. The analysis of the provided pictures of the explanted lead confirmed an insulation damage in the proximal area of the lead. Based on the characteristics as well as the location of the damage a subclavian crush syndrome should be taken into consideration. However, in spite of the available information, no definite conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.